Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where needle was not straight on (B)(6) 2025. Patient changed supplies as necessary and resumed insulin therapy. No further information available.